Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device which could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.this report is filed august 2, 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.this report is filed december 6, 2013.